Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the investigation confirmed the returned device was damaged. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device is stripped and worn. No surgical delay.